Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their antenna holder broke, which resulted in the recharging and coupling issues. The patient stated that the issues had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they continued having issues with coupling and struggled to get/maintain even 4 bars. It was noted that the pocket site looked fine and that there had been no recent falls/traumas. It was reported that the ins rechargerantenna was damaged so a new one was issued to the patient. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient had trouble charging implantable neuro stimulator (ins) since it was implanted. Noted that he kept having to move around the ins recharger antenna head when the coupling level dropped off. The patient confirmed that he was able to obtain six to eight coupling bars but they fell off easily. The patient said it was very particular. Product service specialist (pss) suggested that the patient used adhesive disc to keep the ins recharger antenna head in the right place. The patient was going to try this and call back if the issue persists. Pss sent two boxes of adhesive discs. No patient symptoms or complications were reported in this event